Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, non-emergency procedure was performed by the customer when the issue occurred, and the issue was intermittent, and the procedure was completed as planned. Upon troubleshooting fse found that footswitch was not working. To resolve this issue, fse replaced footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger fluoroscopy, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.